Manufacturer narrative:
(B)(4). Brand name: uretex sup urethral support system, catalog # 485013, (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt experienced change in sexual desire or performance, "dryness with vaginal area," leaking of urine with physical activity or standing, urinary incontinence etiology unknown, mixed incontinence, stress incontinence without intrinsic sphincter deficiency plus detrusor overactivity with reduced capacity and compliance, pap smear showing mild dysplasia with possible high risk cells present, urinary urgency, urgency incontinence, urinary incontinence, voiding every hour, nocturia 1 time per night, loss of urine prior to reaching toilet, symptomatic urinary stress incontinence. Pt had a tension-free vaginal tape suspension of the bladder - ((B)(6) 2010), swelling, bruising, inflammation, and irritation over exit wound; serous fluid draining from left exit wound, erosion of tension-free vaginal tape, bladder foreign body-status post tension-free tape suspension of the bladder, cystoscopy, holmium laser vaporization of bladder foreign body, excision of bladder foreign body, overactive bladder symptoms, mild erythema at site of prior excision of eroded tape, bladder wall calcification at site of prior erosion of the sling, urinary incontinence-recurrent stress, bladder stones, urinalysis positive for wbc (no diagnosis or treatment in records provided), and abdominal distention and bladder perforation. Additional information from importer report - associated MDR: 1018233-2011-00576.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal dryness. In 2010, urodynamics revealed stress incontinence and detrusor overactivity with reduced capacity and compliance. She complained of urgency, nocturia, urge incontinence, depression and continued to have abnormal pap smears. After trying anticholinergic medications, she underwent a second tension free vaginal tape suspension of the bladder for urinary stress incontinence in early (B)(6) 2010. Soon after this implant, she had swelling, bruising and serous drainage from the left exit wound site and abdominal distention, which led to the discovery of erosion of the tape just left of the trigone during cystoscopy and evidence of urinary extravasation, or bladder perforation. She underwent holmium laser vaporization of a bladder foreign body in (B)(6) 2010, in which a 2mm knuckle of the suspension tape was found protruding above the bladder mucosa on the left-hand side. After this revision, she continued to have some urgency and overactive bladder symptoms. A second excision of a bladder foreign body was performed in (B)(6) 201 l, in which the mesh from the tension-free vaginal tape suspension eroded approximately 3mm of the bladder mucosa anterior to the trigone. In 2012, she continued to complain of stress urinary incontinence. Cystoscopy found that she had moderate hypermobility of the urethra, mild prolapse of the bladder and rectum during the valsalva maneuver into the vagina and multiple bladder calcifications. In (B)(6) 2012 she underwent a partial cystectomy and excision of eroded sling and bladder calcifications, placement of a suprapubic catheter, and placement of a left ureteral stent due to recurrence of bladder calcifications and an eroded urethral sling. Calcifications were seen attached to the bladder mucosa at the mid-trigone, anterior to the left ureteral orifice, and the left bladder neck. The left ureteral orifice appearing to be surgically altered in some sense, and was cannulated with a urethral stent. The calcifications, erosions and sling material were excised.